Manufacturer narrative:
Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that needle on the suspect device did not retract when engaged by the user. She pushed the button multiple times causing the patient to flinch. The needle came out of the arm resulting in a needle stick injury. The user said that she did not have any follow up blood work or prophylactic medication as the clinician did not feel either was needed.